Manufacturer narrative:
No product is expected to be returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on - strip, the lay user/patient did not have subject test strips available at the time of call and issue was not resolved with troubleshooting.